Event description:
Customer says on three different occasions she got aviva blood glucose results of lo, which on the system indicates a result of less than 20 mg/dl, and 300 mg/dl within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.